Event description:
The physician reported that prior to implantation, when handling the graft, collagen peel off occurred. The graft was not implanted and the graft was returned to the MFR.

Manufacturer narrative:
The non implanted graft was returned in two pieces to the MFR. The visual exam confirmed that one segment presented collagen peel off in the internal side of both ends. The visual exam of the rest of the graft and of the other segment did not evidence any anomaly. A product coated on the same day as the complaint device was evaluated. After opening of the packaging, the graft was handled with care. The visual exam evidenced no product anomaly. A review of the device history records, including collagen coating records, indicated that the graft was processed and inspected according to procedures and no anomaly was found. No conclusion can be drawn. All available info would confirm that the device was meeting its specification at the time of mfg. The suspected origin is that the reported event occurred during handling, at the time of use.